Event description:
It was reported that when using the bd pyxis¿ medbank tower, while pulling multiple medications, the drawer was closed before the items were taken. Customer stated that the next medication was located in the same drawer. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no problem found. A technical support specialist (tss) had customer enter the number, and when it advanced to the next screen, the drawer re-opened. Customer was able to confirm that the count was correct. The system functioned as intended when the technical support specialist investigated the device.